Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella cp support and during support, the surgeon attempted to reposition the impella cp. However, any movement to pull back created suction alarms. The pump was kinked near the outflow, contributing to low flows and suction. The pump was removed and no patient harm was reported. The patient survived the procedure.

Manufacturer narrative:
The investigation of low pump flow and positioning issues has been completed. The impella device was not returned for evaluation. Low pump flow: clinical information states upon initiating the pump, p-level quickly dropped from p-9 to p-1 and never had flow above 1.7l/min and angio revealed a kink near the outflow. Data logs were reviewed and an auto-response p-level change from p-9 to p-2 was observed. A suction alarm was present at p-9 and ceased at p-2. Pump flow increased from 1 l/min at p-9 to 1.5 l/min at p-2. Purge pressure initially exceeded 1100 mmhg, then rapidly dropped to around 400 mmhg, stabilizing at approximately 600 mmhg during the p-level change. Therefore, the root cause of the low pump flow issue was most likely a kinked cannula due to improper initial positioning resulting in the pump deep. Positioning issue: clinical information states that the angiogram found pump seated deep at implant although imaging was used for pump implant. Repositioning was failed as it led to suction alarms. No position alarms were observed in the logs. Therefore, the root cause of the positioning issue was most likely improper initial positioning since pump was found to be deep upon activation with low pump flow.